Event description:
It was reported that the patient did not get the medication and experienced pain. The pump had a critical alarm for a motor stall which had recovered after more than two hours. Diagnostic troubleshooting/testing included checking the logs. The product issue was not resolved nor the cause determined. At the time of the report the patient's status was reported as alive-no injury. As a result of the event, a planned explant of the pump was scheduled for (B)(6) 2015. The pump was explanted at some point as it was reported that it was being sent back for analysis. This device system delivered morphine. Should additional information be received a supplemental report will be filed.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Analysis of the pump (sn; (B)(4)) found the pump motor had high resistance or open coil.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
It was further reported that the cause of the motor stall could not be determined and that it happened all of a sudden. More than one stall was noted in the logs with report of the stall recovering once or twice. The pump was replaced and the patient was noted as "fine" with therapy effective. Should additional information be received a supplemental report will be filed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.